Event description:
An area technical operations manager (atom) contacted technical support to report that a dry acid 132-gallon mixer was not filling. The atom also stated that smoke was coming out of the mixer and a burning smell was noted. According to the atom, they received a call from a user facility early one morning with a report that the mixer was smoking and it had tripped the circuit breaker. When the atom arrived at the facility, the smoke had dissipated but the burning smell was present. The atom thought the smoke/burning smell was coming from the control panel. However, when they took the back panel of the control panel off, they didn¿t notice anything burnt. In fact, no thermal damage was identified on any machine components. The atom tried replacing the control board and then reset the circuit breaker. After doing so, everything seemed to be working except that the mixer was not filling. The atom then disconnected the fill valve from the control panel in fear of blowing out the new control board. The atom tested the mixer motor and it ran fine. They then contacted technical support to report the filling issue and requested onsite assistance from a fresenius field service technician (fst). The fst went onsite and replaced the control panel assembly and the fill valve. This resolved the filling issue. The clinic was able to make batches of granuflo by filling the mixer manually until the machine was fixed by the fst. The replaced parts (fill valve and control panel assembly) were reportedly sent back for manufacturer evaluation via rga. It was confirmed there was no patient involvement associated with this event.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. However, an on-site evaluation was performed by a fresenius field service technician (fst). The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the alleged event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An area technical operations manager (atom) contacted technical support to report that a dry acid 132-gallon mixer was not filling. The atom also stated that smoke was coming out of the mixer and a burning smell was noted. According to the atom, they received a call from a user facility early one morning with a report that the mixer was smoking and it had tripped the circuit breaker. When the atom arrived at the facility, the smoke had dissipated but the burning smell was present. The atom thought the smoke/burning smell was coming from the control panel. However, when they took the back panel of the control panel off, they didn¿t notice anything burnt. In fact, no thermal damage was identified on any machine components. The atom tried replacing the control board and then reset the circuit breaker. After doing so, everything seemed to be working except that the mixer was not filling. The atom then disconnected the fill valve from the control panel in fear of blowing out the new control board. The atom tested the mixer motor and it ran fine. They then contacted technical support to report the filling issue and requested onsite assistance from a fresenius field service technician (fst). The fst went onsite and replaced the control panel assembly and the fill valve. This resolved the filling issue. The clinic was able to make batches of granuflo by filling the mixer manually until the machine was fixed by the fst. The replaced parts (fill valve and control panel assembly) were reportedly sent back for manufacturer evaluation via rga. It was confirmed there was no patient involvement associated with this event.